Manufacturer narrative:
Exact event date unknown, event occurred years ago from the date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 15636304/15636304.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were kept by the medical facility.